Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported, the patient experienced a single occurrence of overstimulation in 2005 and the patient has not used the scs system since that time. A CT scan indicated both leads were fractured. The patient is to consult with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.